Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant ctni result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected ctni result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data. The data indicated the reagent and instrument performance was acceptable. The hsc determined the event was sample specific. The cause of the discordant ctni result is unknown. The customer successfully repeated the sample. The instrument is performing within specifications. Further evaluation of the device is not required.